Manufacturer narrative:
Awaiting explanted device or lot information. Additional model# sta-d8, additional catalog# sta-d8 and additional lot# k08484.

Event description:
The original surgery was the first use of the stayfuse device by dr. The surgery was in 2007. (Sales representative) reported that the installation of the stayfuse device was according to the instruction for use and that the snap of the implant was audible. Fluoroscopy confirmed that the installation was correct. A hard-case splint was applied under the foot. Dr. Stated that the patient was non compliant during the convalescence. Patient presented for follow-up 1 week after the original surgery after implantation of stayfuse device. At this time, the patient reported a crooked toe. Radiograph at follow up revealed that the stayfuse intramedullary fusion device which consists of a proximal and distal portion separated. The surgeon elected to remove the implant and replace it with another stayfuse one week later.